Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) and reported that they had multiple machines with loose guide pin rollers on blood pump (bp) rotors that were damaging bloodlines and causing leaks. The ts representative was unable to obtain serial numbers for the machines and did not confirm how many machines were affected. The biomed needed the part number for the bp rotor. The ts representative gave the biomed the part number and explained to the biomed the field action notification that was issued for the blood pump rotors. It was confirmed that there was patient involvement associated with the events. No further details were documented by ts. Four days later, a different biomed called a different ts representative for further assistance. The biomed had questions and wanted clarification on how to get the blood pump rotors replaced on their devices (under the field action that was issued). The ts representative advised the biomed on the requirements of the blood pump rotor replacements and told them that customer service (cs) managed this process. No further details were documented by ts. Additional information was provided upon follow-up with the second biomed that called ts. The biomed confirmed that they spoke to ts, and then cs that same day. The reason for the biomed¿s call was to report blood pump rotor failures that occurred at their hd facility. The biomed told ts that they had three machines where the blood pump rotor tore the lines resulting in blood loss. The biomed provided ts with the serial number for one of those machines. The biomed was then told that they needed to call cs to process the replacements. The biomed subsequently contacted cs and told them the whole story. The biomed confirmed that the rotors were available to be returned for evaluation. Upon follow-up, the biomed could not provide specific event dates or patient details for each event. There was no reported patient injury or harm due to the events.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) and reported that they had multiple machines with loose guide pin rollers on blood pump (bp) rotors that were damaging bloodlines and causing leaks. The ts representative was unable to obtain serial numbers for the machines and did not confirm how many machines were affected. The biomed needed the part number for the bp rotor. The ts representative gave the biomed the part number and explained to the biomed the field action notification that was issued for the blood pump rotors. It was confirmed that there was patient involvement associated with the events. No further details were documented by ts. Four days later, a different biomed called a different ts representative for further assistance. The biomed had questions and wanted clarification on how to get the blood pump rotors replaced on their devices (under the field action that was issued). The ts representative advised the biomed on the requirements of the blood pump rotor replacements and told them that customer service (cs) managed this process. No further details were documented by ts. Additional information was provided upon follow-up with the second biomed that called ts. The biomed confirmed that they spoke to ts, and then cs that same day. The reason for the biomed¿s call was to report blood pump rotor failures that occurred at their hd facility. The biomed told ts that they had three machines where the blood pump rotor tore the lines resulting in blood loss. The biomed provided ts with the serial number for one of those machines. The biomed was then told that they needed to call cs to process the replacements. The biomed subsequently contacted cs and told them the whole story. The biomed confirmed that the rotors were available to be returned for evaluation. Upon follow-up, the biomed could not provide specific event dates or patient details for each event. There was no reported patient injury or harm due to the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.